Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the observed that the device did not run. Therefore, the reported condition was confirmed. It was noted the electronic control unit and electric motor were damaged and internal components were corroded. The assignable root cause was due to component wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the small battery drive device had no power. There was no delay due to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.